Event description:
EU complaint handling unit reported a plate was broken post-operation. The patient had osteoporosis since an infant and was prone to bone fractures. On (B)(6) 2008, the patient fell down and was taken to the hospital for treatment. At that time, the broken bone was fixed with lcp broad plate, 8 holes. After the operation he had walked with use of a crutch, (B)(4), 2/3 weight bearing. He fell again on (B)(6) 2009. The broken plate was found by x-ray. He was taken to tokyo hospital on (B)(6) 2009. He was operated with lcp broad plate, 8 hole and locking screws on (B)(6) 2009 and additionally the surgeon used a 12 hole narrow plate fixed with cortex screws which were used for all holes on the narrow plate. An x-ray was available.

Manufacturer narrative:
This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.